Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during gender affirming bilateral mastectomy with free nipple graft, there were 2 units in use. Each unit had a non-medtronic pen plugged into the monopolar port. Each unit also had a non-medtronic rem pad plugged into the rem pad port. The non-medtronic rem pad was placed on the patients' upper thigh. The monopolar settings were set to 60/60. According to the nurse, the patient suddenly started to brady down while using both handpieces. Anesthesiologist asked them to stop while trying to figure out what was going on. The patient ended up in asystole and chest compressions had to be performed. Rosc (return of spontaneous circulation) was achieved and the patient was brought to the pacu (post-anesthesia care unit) extubated. The surgical time and hospitalization were extended, and the patient was transferred to the ICU.

Event description:
It was reported that during gender affirming bilateral mastectomy with free nipple graft, there were 2 units in use. Each unit had a non-medtronic pen plugged into the monopolar port. Each unit also had a non-medtronic rem pad plugged into the rem pad port. The non-medtronic rem pad was placed on the patient's upper thigh. The monopolar settings were set to 60/60. According to the nurse the patient suddenly started to brady down while using both handpieces. Anesthesiologist asked them to stop while trying to figure out what was going on. The patient ended up in asystole and chest compressions had to be performed. Rosc (return of spontaneous circulation) was achieved and the patient was brought to the pacu (post-anesthesia care unit) extubated. The surgical time and hospitalization was extended and patient is now in the ICU. The hospital kept the patient for observation overnight related to the asystole event. They were discharged the next day.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The issue was res olved by replacing the rf pcba and flex ladder cable. It was reported that the patient had a brady heart rate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: error codes 313, 314, 315 and 336. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.